Manufacturer narrative:
The customer provided stryker with all the available patient information. Patient fields in which information was not provided were intentionally left blank. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that during a patient event their device was unable to detect the patient through the defibrillation electrodes. The customer advised that the device did not recognize that the defibrillation electrodes were plugged in. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. Another defibrillator was available immediately for use. This issue is patient related; however, there was no adverse patient outcome reported.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. The therapy cable and therapy socket were replaced as a precautionary measure. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The electronic records of the device were downloaded and reviewed. Through the records, the reported issue was verified. However, the root cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that during a patient event their device was unable to detect the patient through the defibrillation electrodes. The customer advised that the device did not recognize that the defibrillation electrodes were plugged in. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. Another defibrillator was available immediately for use. This issue is patient related; however, there was no adverse patient outcome reported.